Manufacturer narrative:
A steris service technician arrived onsite and found that the sight glass required repairs allowing steam to leak from the sterilizer. The technician replaced the sight glass, tested the unit, confirmed it to be operating according to specifications, and returned it to service. No additional issues have been reported.

Event description:
The user facility reported that steam was leaking from their amsco 400 sterilizer. No report of injury.